Manufacturer narrative:
This report is submitted on june 15, 2021.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea on (B)(6) 2020. The patient underwent a revision surgery (specific date not reported) to correct the issue. Additional information has been requested but has not been made available as of the date of this report.